Manufacturer narrative:
(B)(4): product evaluation: no analysis results available; device discarded by user facility.

Event description:
It was reported that during a complete thyroidectomy case they had issues with multiple probes. They used one and it kept falling out of the handle, then went to another probe and had the same issues. They went back to the first probe and tried to get it to fit. Only the right thyroid was able to be removed due to the complications of the probe. They reported that they were trying to stimulate and weren¿t sure if the probe was malfunctioning. They discovered the nerve had been cut. The patient was sent to a different facility to have the left thyroid removed due to it being more complicated. The probes have been discarded. Additional information received: the nerve injury that the patient received was not believed to be from a malfunctioning of the nim system or stim probe, but because the thyroid tumor that they were removing was extremely invasive and difficult to get to. After the first probe would not stay in, the second one they tried was difficult to plug into the interface, and would not allow them to change the stim settings. They then went back to the first probe and held it in place to use. They were aware that it was stimulating intermittently because they could see the stimulus return on the monitor going from zero to a measured stimulus, and then zero again. At that time, the nerve damage had already been done. The patient is currently doing well and coping with the side effects left from the surgery. It has been confirmed that no malfunction was alleged against the nim system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.